Event description:
A few days after using ky sensational personal lubricant, I began itching in my inner thigh (bikini line). One or 2 more days passed and I began to notice blister like spots in the same place, now hurting to the point I'm unable to wear underwear. Unsure as to what I should put on these spots other than clean them well and use neosporin. I'd just like to warn others so it doesn't happen to anyone else.